Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 animas received a message requesting follow-up with the patient later that same day, stating the bolus feature is not working. Customer technical support made attempts to reach the patient as requested for additional information and troubleshooting, without success. It is unclear at this time what the exact issue was with bolusing. This complaint is being reported because the reported issue was not resolved. There was no indication that the device caused or contributed to an adverse event.